Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) with the homechoice machine during dwell 3 of 4. The supply bag had fallen and disconnected. The home patient would complete therapy with manual supplies and was referred to the registered nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis (pd) rn on 04 nov 2010, who stated there was no patient injury or medical intervention associated with the incident and the patient finished the box of supplies with no further issues. This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to due to air being sucked into the disposable after the supply bag fell and disconnected. The supply bag had fallen and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported by service report that the brake/steer pedal is stuck and will not go into brake mode. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.